Event description:
A surgeon reported an incomplete flap during the lasik procedure on the left eye. The procedure was aborted. The surgeon then completed the left eye with (prk) photorefractive keratectomy six weeks after original surgery date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).